Manufacturer narrative:
One device was received for evaluation without its original packaging, inside a plastic bag in decontaminated conditions. Per visual inspection, no damage or other defects were detected on the sample. No damage or other defects were detected on the sample. Complaint was not confirmed. The product's a device history record (DHR) review cannot be performed because a lot number was not provided. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
D4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, the device cannot be connected properly to the suction line. The cuff does not inflate smoothly. Adverse effects are unknown.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI.UDI related data quality updates only.